Manufacturer narrative:
This report is submitted on september 14, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023, in order to perform a skin flap reduction surgery due to poor retention. The implanted device remains.